Event description:
A 3.0mm diameter x 18mm length endeavor rapid exchange (rx) drug-eluting coronary stent (MFR # 2953200-2010-01764) and 2.75mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting coronary stent were deployed overlapping, to treat a lesion located in the mid lad of a patient. The stents were deployed successfully resulting in 0% stenosis. Eight months later, the patient presented with mi. Poba and intravenous injection performed. The patient is reported to be recovered and no other clinical sequelae were reported. The physician acknowledged that the event was not related to the relevant device.

Event description:
Intervention changed from intravenous injection to intracoronary

Manufacturer narrative:
(B)(4): results: mi; no conclusion can be drawn based on details provided.

Manufacturer narrative:
Previously reported mi was also treated with CABG in the lad. (B)(4).

Manufacturer narrative:
The patient status at the time of the index procedure was 'silent ischemia'.

Manufacturer narrative:
The reason for the previously reported revascularisation was restenosis.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.